Event description:
On 8-15-97, pt had a total right hip replacement surgery. Pt complained of increased hip pain and x-ray revealed evidence of loosening of the femoral component. Pt had surgery on 8-19-98 and it was discovered that the femoral component demonstrated gross loosening with an ability to rotate 40 degrees through the arc. Pt also demonstrated pistoning of approx 8-10 mm. Revision was performed at that time.